Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) clearlink system non-dehp solution sets under infused. The events occurred during total parenteral nutrition (tpn) and unspecified oncology medication infusions via spectrum pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.